Event description:
The pump was not effective in dispensing medication to the patient therefore was not affective for pain management.====================== health professional's impression======================the pump did not dispense analgesia properly.